Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture of device". Device has been explanted.

Manufacturer narrative:
Continued email (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician further confirmed left side "rupture of device" via ultrasound. The device was replaced.

Event description:
Physician further confirmed left side "rupture of device" via ultrasound. The device was replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed on posterior side was assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.